Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed with a "no disposable" message for the second time that day. The alarm had been silenced prior to the call, and the settings had been reviewed. Despite this, the pump had continued to beep. The patient had been instructed to clamp the tubing and remove the cassette. The cassette tubing had been massaged and tapped against a hard surface. Despite multiple attempts, the patient had been unable to reattach the cassette properly. The patient had been instructed to secure the cassette as best as possible, and the pump had been powered down. The remaining volume had been 54.3 ml, with a rate of 2.3 ml/hr, and a total of 45.75 ml had been delivered. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.